Event description:
During the daily clinical performance check on the lp20 defibrillator the clinician noted that the defibrillator would not exit the automated external defibrillator (AED) mode when the door was opened. The defibrillator is designed to operate in the manual mode when the control panel access door is opened. Several attempts were made to switch to manual mode by re-opening the door. The defibrillator was removed from service and sent to biomed for repair.======================manufacturer response for external defibrillator, lifepak 20 (per site reporter).======================manufacturer provided product complaint number. Biomedical informed field service engineer that defibrillator would be returned to factory for analysis.